Event description:
It was reported that, inflammation and pain in hip. Necrosis found in hip biopsy.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. However, some x-rays and photos have been received. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00737.